Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due high and low blood glucose on (B)(6) 2018 and also had replace battery now alarm. The customer¿s blood glucose level was 29 mg/dl at time of incident and current blood glucose level was 68 mg/dl. The customer¿s blood glucose level was 36 mg/dl. The customer was treated with food. The customer alleged possible pump was over delivery. It was reported that they changed that battery and received off no power alert. The troubleshoot was performed and changed the battery and the battery was at 2 bars and after 30 minutes went for full bar new battery resolved the issue. It was also reported that the self-test was performed and test was passed. The customer was wearing the pump at the time of hospitalization. The customer was advised to monitor pump and call if further assist is needed. The insulin pump will not be returned for analysis.